Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device during dwell 1. The technical service representative (tsr) had the home patient (hp) cycle the power to clear the alarm. The hp was going to restart the setup with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.